Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor alarmed sensor error alarm. Customer's blood glucose was 150 mg/dl to 250 mg/dl. Customer mentioned the cannula was shorter than usual when sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was broken and missing the broken parts; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned unable to confirm the insertion needle complaint.